Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited premature battery depletion due to a high current drain. This was due to a leaky capacitor. After replacing the capacitor, normal function ensued.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device remained implanted.

Event description:
New information notes that the device was explanted and replaced on (B)(6) 2013.